Manufacturer narrative:
H6: code d02 has been updated for patient interface. The previously updated d16 were no longer applicable. H6: code d20 has been updated for nim console. The previously updated d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure nim vital does not connecting to the patient interface both wired or wireless connection. The interface cables properly connected to the console. The procedure was completed by manually checking the interface connection on the nim monitor and replacement device. There was no patient impact.

Manufacturer narrative:
H3: product analysis for patient interface verified the reported issue and found that worn fuse decal, cracked chassis, a broken charge contact chassis, a cracked enclosure with a broken standoff, misaligned radio firmware, and a 'pi fault detected' error due to a defective stim pcba. H6: codes b01, c0208, c0601, c070603, c10, d16, g02005, g02008, g0201202, g0405213, g02030 and g04070 were applicable for patient I nterface. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model no:nim4cm01; brand name: nim vital¿ console; serial no: unknown. H6: codes b17, c20, d16 and g02030 were applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.